Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and tissue visible in it. Once the extended helix is found to be bent, no accurate measurements are possible. Damaged at implant attempt.

Event description:
It was reported that during implant procedure, a lead was attempted but not used. The physician noted that the lead helix would not extend. It was also noted that the helix would not extend while outside of the body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.